Event description:
Reportedly, the surgeon used a ta60 linear stapler to transect the distal rectal specimen. Although the stapler initially appearaed to be functioning normally, after it had been fired and delivered although the rectum had been transected. Another device was used to complete the case. Procedure: low anterior resection.